Event description:
It was reported that the patient had back surgery. The surgeon fused multiple levels of vertebrae and tore the existing catheter. It was decided to replace the catheter along with the pump since the pump was nearing end of life. The device system was used to deliver lioresal. It was later reported that the patient had a major back surgery in which catheter was believed to be pulled out of the intrathecal space. No therapy issues existed. The patient was receiving optimal therapy.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type catheter product ID 8709sc, serial# (B)(4), implanted: 2007-(B)(6), explanted: 2013-(B)(6), product type catheter. (B)(4): final analysis of the pump revealed no anomaly found. Final analysis of the catheter revealed no significant anomaly - non-sign ificant indent in seal that did not affect infusion.